Event description:
The incident was initiated on (B)(6) 2021 at 23:51, and continued until (B)(6) 2021 at 00:12. It should be noted that the tempus pro in this incident failed while intubating a patient using the karl storz video laryngoscope. The device shut down and restarted itself after displaying a screen with red writing stating there was a critical error. The patient was in cardiac arrest when the shutdown occurred. The crew was in the process of obtaining an airway using the video laryngoscope feature on the tempus pro. The patient did expire three days later. While we cannot say with any certainty that it did or did not cause the patient¿s deterioration, the failure of the device did cause a delay in a critical procedure. From the device evaluation there was no fault found. Philips has confirmed that the this failure could happen due to a very rare intermittent software error, which can occur when using the video laryngoscope philips rdt is developing a software update to resolve this potential issue which will be provided via a downloadable link and updated in the field as soon as it is available. Recall number z-1997-2021

Manufacturer narrative:
A user report was received related to a reported patient death which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received and investigation has progressed.

Event description:
The incident described as follows by the customer - the incident was initiated on (B)(6) 2021 at 23:51, and continued until (B)(6) 2021 at 00:12. It should be noted that the tempus pro in this incident failed while intubating a patient using the karl storz video laryngoscope. The device shut down and restarted itself after displaying a screen with red writing stating there was a critical error. The patient was in cardiac arrest when the shutdown occurred. The crew was in the process of obtaining an airway using the video laryngoscope feature on the tempus pro. The patient did expire three days later. While we cannot say with any certainty that it did or did not cause the patient¿s deterioration, the failure of the device did cause a delay in a critical procedure.